Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown. The customer stated that transmitter is not working anymore because he gets bid differences in his sensor glucose and blood glucose readingss. The customer stated that the sensor glucose is 50 and blood glucose is 150 mg/dl. The customer was transfer to diabetic technician group to explore getting a new transmitter.